Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up, can not finish the last process of the startup. Upon troubleshooting, fse confirmed that the system failed to complete startup, and the login process was not finished, with the message displaying ¿x-ray system starting up¿. The pc and network were checked through the psc in open profile, but no obvious issues were identified with either the suite or x-ray pc. To resolve the issue, fse proceeded to reload the suite pc software. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not able to boot up the last process of the startup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.